Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Tandem technical support made attempts to follow up with customer to obtain additional information, but was unsuccessful. Customer¿s blood glucose level was 130-205 mg/dl..